Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2020. A manufacturing record evaluation was performed for the finished device am0847 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported the patient underwent an unknown gynecological procedure on (B)(6) 2020 and the suture was used. It was also reported that the needle disassembled from the suture. No further information was reported.